Manufacturer narrative:
The customer reported clips from the clip applier were retrieved from the patient during surgery. In this instance, a root cause of the incident was unable to be determined due to the device being disposed of by the customer. A two-year review of complaint history disclosed ten similar complaints (twelve devices), however, only two of these were confirmed device failures. During the same time-frame, (B)(4) units have been shipped worldwide. To reduce the risk of injury to the patient, the instructions for use advise the following: - do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. - before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. - always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. - ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. - when firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. - when dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. - inspect the ligation site to ensure proper application and that hemostasis has been achieved.

Event description:
The customer reported that during use of the reflex clip applier the clips were lost then retrieved from the patient during surgery. Despite the attempt to obtain additional patient/event information, there has been no additional information received regarding the patient's demographic information or the reported incident. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
Conmed representative in (B)(4) identified an incorrect lot number was reported. The correct lot number is 201704171.